Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (damaged belt connector) has been confirmed. Upon eval the belt connector was detached from the case. The mounting screws, however, were still attached. The cause for the damaged connector cannot be positively determined but was likely physical abuse. Device eval of electrode belt (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon eval the trunk cable connector was damaged. The cause for the damaged connector cannot be positively determined but was likely a result of excessive force. No adverse event resulted from the damaged electrode belt connector and trunk cable connector. The pt received a replacement electrode belt and monitor. Device manufacture date: electrode belt (B)(4): 02/2011.

Event description:
A (B)(6) female pt contacted zoll customer support to report that she was experiencing an equipment issue related to the monitor-electrode belt connection. She had difficulty explaining the issue over the phone so a pt service rep (psr) was sent to help troubleshoot the issue. The pt was issued a replacement electrode belt and monitor.